Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that the index procedure was in 2008. Predilation was performed prior to stenting of the proximal cx and the lmca with a total of two xience v stents, in each vessel. No procedural complications were noted. In '09, the pt presented to cardiologist complaining of increased shortness of breath, fatigue, and chest pain for two weeks. The pt underwent a heart cath 7 days later, and was found to have in-stent restenosis of the l main into the ostial circ. Angioplasty and restenting was performed and the pt was discharged in the next day. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident angina and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting. These pt effects are not necessarily an indication of a product quality deficiency. In this case, it is possible that the angina fatigue, and dyspnea are secondary effects of the restenosis, which was treated with angioplasty, the implantation of another stent, and hospitalization. In this case, a conclusive root cause for all the reported pt issues and the relationship to the xience v sds, if any, cannot be determined.